Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the battery life was diminishing. Reporter stated that the battery compartment and cap was undamaged, and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/22/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of the reported call service alarm along with multiple low battery and replace battery warnings. Investigation did not find any damages to the battery compartment. With the returned battery cap, the pump powered on with the appropriated audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. Electrical current draws were within specifications. The pump casing was opened and no evidence of moisture intrusion or defects to the power circuit was found. The investigation confirmed but was unable to duplicate the reported power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.